Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from legal that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 12 years post-implantation due to pain and elevated cobalt and chromium levels. During revision, trunnionosis was identified on the femoral head, and cystic osteolysis was found behind the acetabular shell. The initial stem remained well fixed and was left intact. All other components were revised without complications. Attempts have been made and no further information has been provided.